Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. It was also stated that the customer dropped the insulin pump onto the floor three days prior to the hospitalization. In addition, it was stated that the customer changed the infusion set several times prior to the hospitalization but high blood glucose levels continued.